Event description:
A customer reported one incident of broken clamp on the 48" swivel clamp bar. This incident was noted upon receipt of the device and was noted prior to use. There was no report of patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Visual inspection of the returned devices confirmed that the clamp was broken at the location of the hinge.